Event description:
It was reported that the video system center had a socket malfunction, which caused shaking with no image. The issue was identified during service. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure unable to read the information of the single-socket endoscope was not confirmed but no image malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, most probable cause of the unable to read the information of the single-socket endoscope could not be detected since problem was not found and most probable cause of no image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.